Event description:
During a surgical procedure, one screw broke during insertion. No patient consequence was reported. Screw was removed and replaced.

Manufacturer narrative:
The device has not been returned for evaluation. Attempts to obtain additional details have been unsuccessful. Based on the information available, the exact root cause of this event could not be established.